Event description:
It was reported that an overweight patient was recently implanted with a (B)(4). The patient experienced coupling and or communication issues and an examination on (B)(6) determined that the neurostimulator had flipped. The patient could manually flip the generator. It was noted that the patient had a lot of tissue and the device was floating around. Stimulation was working well, and there was not an overdischarge as the patient was only implanted 40 days ago. The neurostimulator was explanted and replaced in a new pocket. After the procedure the patient was able to charge and was doing well.

Manufacturer narrative:
(B)(4): lead model 3778-75, serial# (B)(4), implanted: 2012-(B)(6), explanted: na; lead model 3778-75, serial# (B)(4), implanted: 2012-(B)(6), explanted: na; programmer model 37744, serial# (B)(4); recharger model 37754, serial# (B)(4).